Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported foreign body under flap in the left eye. An oral steroid was not prescribed. Topical steroid dosage was increased. A flap lift and rinse was performed. Patient did not experience a loss of best corrected visual acuity (bcva). Pre-op bcva was 20/20 on both eyes. Patient has good vision and comfort.